Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Pump error alarm during the rewind test due to corroded motor home switch. Unable to verify failed battery test alarm and perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Insulin pump was received with scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no motor movement error. The customer stated they went to change out the reservoir and they received a no motor movement error. The customer stated they did not want to troubleshoot because they had someplace to go and they were just calling in to request a replacement. The customer stated he had tried to rewind the pump but could not and repeatedly received the no motor movement error. The customer was advised that the pump will need to be replaced and to discontinue use of the pump. The customer was advised to revert to a backup plan per the healthcare physician's recommendation. The customer was advised the pump will be replaced. The product will be returned for analysis.